Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was in the 300s range (mg/dl). A manual injection was administered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.